Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review performed for the autogen device confirmed that the event of device displays error message is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the autogen device is acceptable. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was in safety mode. The patient reported that the device exhibited shock while it was in safety mode. Troubleshooting was performed; however, device was not able to be interrogated. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was in safety mode. The patient reported that the device exhibited shock while it was in safety mode. Troubleshooting was performed; however, device was not able to be interrogated. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.